Event description:
It was reported that the procedure was to treat a moderately calcified, 99% stenosed lesion in the right coronary artery (rca). A 3.75x12mm nc traveler balloon dilatation catheter (bdc) was advanced to the lesion and inflated one time to 14 atmospheres (atm) and held for 10 seconds when the balloon ruptured. There was no adverse patient effect and no clinically significant delay in the procedure. A non-abbott nc balloon was used to complete pre-dilatation and successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.